Event description:
Sex: unk. Procedure: lobectomy. According to the reporter: on the first firing over the bronchus, a "cracking sound" occurred. Also, staples on the distal end were malformed. The surgeon states the tissue was calcified. The incomplete staple line was sutured manually. No patient details are available and there was no bleeding or fluid leakage. The poor staple line was cut and sutured manually. Delay in surgery was approximately 30 minutes.